Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited intermittent undersensing during arrhythmia episodes. This has not affected detection or therapy. The lead remains in use. No patient complications have been reported as a result of this event.